Event description:
New information received on nov 2, 2018, indicates that the lead was capped and replaced on (B)(6), 2018. The patient was stable throughout and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with right ventricular lead noise that triggered noise reversions and was interpreted as high ventricular rates. The patient was stable and no resolution was reported.